Event description:
Spouse of pt called alleging pt's pocketscan's results were higher than expected. Pt was concerned because pt had to adjust insulin to the meter results. At 12:30am that morning pt took a blood test before going to bed and the result allegedly read "hi". Pt therefore took 5 units of mixtard insulin at that time even though pt had no symptoms that indicated that result was indeed high. At 5am that morning pt went into hypoglycemic state. Spouse was unable to take a blood test as pt was not cooperating; spouse called the paramedics. When the paramedics arrived they gave pt two glasses water mixed with 4 spoonfuls of sugar and approx one fifth of a pint of lucozade. Pt's spouse does not know if the paramedics did a blood test as soon as they arrived but they did do a blood test after pt had come around and the result was 6.1mmol/l. Another test was not done on the pocketscan at the same time. As pt sugar level had returned to normal. Pt was not taken to hospital and no further medical attention was necessary. Pt next did a blood test on the pocketscan at 7pm that evening and the result was 19.9 so a blood test was the result read 16.7, which was out of range so pt ignored the result. Meter was set to mg/dl and interpreted as mmol/l, their unit of measure.